Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing found internal shorts between conductors due to the damaged lead consistent with procedural damage. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot.